Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station failed to recover and displayed the error message ¿device not detected on bus.¿ the customer was able to recover the remote manager temporarily, but it failed again intermittently. The station was rebooted, but the remote manager continued to fail randomly. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote manager (rm) failed. The field service engineer (fse) found that the rm was not registering as open. The latch was pulled out, cleaned, and greased to restore proper movement. After that, the customer tested the unit and confirmed it was functioning correctly. The system functioned as intended after the field service engineer resolved the issue.